Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cuff connecting tube was identified. The cause of crack in the cuff connecting tube was not detailed by the hospital. The cuff was removed and replaced. There were no patient complications reported.